Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead were removed from service due to oversensing. After interrogating the ICD, a shock impedance of less than 10 ohms was displayed. A new endotak lead and ICD were implanted.